Event description:
A materials manager reported the system was not maintaining pressure while using the foot pedal before surgery. The system kept reverting from liquid to air. There was no pt involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).